Event description:
It was reported that the user experienced difficulty pairing a freestyle libre 3 plus sensor to the ilet pump, with the pump not receiving glucose values after the user started the sensor in the libre app rather than initiating it on the pump, consistent with a sensor in use by another device. No adverse clinical symptoms reported. Outcomes included the need for troubleshooting and guidance to initiate or scan a new sensor on the pump. User support included review of use error and device-patient interaction, along with troubleshooting steps over the phone. Investigation of this case revealed that the sensor was started on an external application, resulting in data not being available to the pump due to device pairing conflict. It was concluded, based on previously established findings for similar reports, that the cause was user error related to starting the sensor on a non-pump device leading to a connectivity and data routing issue.

Manufacturer narrative:
Initial.